Event description:
I presented to the emergency department with symptoms concerning for possible cauda equina syndrome, including urinary dysfunction. The treating physician determined that an emergent MRI was necessary. An abbott representative stated that it was against abbott policy to perform MRI scanning after hours for my MRI-conditional pacemaker. This resulted in the inability to obtain emergent imaging and delayed appropriate care.